Event description:
A surgeon reports that approximately three weeks following intraocular lens implant surgery, a patient complained of seeing an oblique streak of light. A retinal exam was done and everything was fine. Examination revealed a capsular vertical fold through the center of the lens. Additional information has been requested.